Manufacturer narrative:
Based on the additonal information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged periwound fungal infection is related to the activ.a.c.¿ therapy.

Event description:
On 28-jan-2019, the device was tested per quality control procedure by kci field service, and the unit passed the quality control checks and met specifications. On 12-feb-2019, the device was placed with the patient. On (B)(6) 2019, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged periwound fungal infection is related to the activ.a.c.¿ therapy. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On (B)(6) 2019, the following information was reported to kci by the patient: the patient alleged she experienced a wound rash/ yeast infection. Activ.a.c.¿ ion progress¿ remote therapy monitoring was placed on hold. On 15-mar-2019, the following information was reported to kci by the nurse: the patient experienced a localized periwound yeast infection that is being treated with oral and topical antifungal medications. Per review of kci records: activ.a.c.¿ therapy was initially placed on (B)(6) 2019. On (B)(6) 2019 activ.a.c.¿ therapy was placed on hold and was not resumed. On (B)(6) 2019, the nurse observed the patient and noted a periwound yeast rash. An antifungal powder was applied to the periwound. On (B)(6) 2019, the nurse practitioner observed the patient and per the assessment/plan orders for this visit noted, mycostatin 100000 unit/gm be applied topically 2 times a day with oral diflucan 150 mg tablet taken 3 times a day for 3 days. On (B)(6) 2019, the nurse observed the patient and noted no signs or symptoms of an infection were present. A device evaluation of the activ.a.c.¿ therapy is currently pending completion.